Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 800 mg/dl and high ketones. Cause of high bg was not known. Customer administered a manual dose of insulin to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.